Manufacturer narrative:
Not returned. Event conclusion: no adverse pt effects were reported. Multiple attempts to obtain additional information were unsuccessful. If additional information becomes available, or if the product (s) is/are returned for analysis, this event will be reopened.

Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead was fractured. It was reported that the pt was taken to the or; the rv lead was explanted and replaced. It was further noted that the physician could not get the pt's cardiac resynchronization therapy defibrillator (crt-d) to function appropriately and subsequently explanted that as well.